Manufacturer narrative:
One 72202902 5.5 footprint ultra pk suture anchor assembly reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Use of other than recommended prep instrument size or types. 2. Unexpected bone condition/density. 3. Shallow prep hole. 4. Loss of axial alignment before completed insertion. 5. Unintended separation of anchor from inserter. 6. Unintended damage. Per instructions for use : ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Note: the torque limiter located at the proximal end of the handle is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture.¿ the product met predetermined specifications upon release to distribution.

Event description:
It was reported that during rotator cuff repair, everything was ready for the anchor as doctor had started with the footprint awl until the mark. Footprint anchor of 5.5 was passed and he started to impact it. He was lowering the screw of the footprint in order to adjust the anchoring according to technique, the handle did not release the anchor causing it to break and not leave the handle of the anchor. Device broke inside the patient and all broken pieces were removed. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.